Manufacturer narrative:
Siemens customer care center representative walked customer through the troubleshooting steps. Customer observed little yellow speck on calibration bar (long white strip). Customer was advised to rinse test table under di water to remove any contamination. Customer was able to run both controls successfully after troubleshooting. Siemens representative indicated that instrument was fully functional during their last conversation with customer.

Event description:
Customer reported false negative leukocytes result on the analyzer. Customer also indicated that control was out of range. There was no report of injury due to this event.